Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfyg0443, for this issue. The device was returned. The investigation is confirmed for material separation, as the outer catheter was partially pulled away from the distal tip. Per the reported event details, the lesion site was heavily calcified. It is possible that the calcified lesion contributed to the damaged outer catheter and partial outer separation from the tip. However, the definitive root cause could not be determined based upon the available info. It is unk if the pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that during use of a recanalization catheter in a heavily calcified popliteal artery, when the catheter was retrieved the edge of the guide wire lumen was noted to be damaged. The procedure was completed with another catheter. There was no pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative was able to provide new procedural information, which was updated in the appropriate section.